Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  a few days ago the patient was trying to connect their handset and communicator to their implanted neurostimulator and they kept getting a message that said communicator not found. Confirmed communicator was not plugged in. During the call the patient turned on the communicator and the handset and got the same message. Agent had the patient turn airplane mode on and off and turn bluetooth off and back on and check settings. The issue was not resolved through troubleshooting. Health care it troubleshooted handset as much as they could, no issue suspected with handset. Ps had patient try to get into my therapy app and troubleshooting was not successful. Ps emailed repair to send replacement communicator to patient. Additional information was received. Patient called back with the replacement communicator and stated they got the new "remote thing" and they didn't understand the instructions they received with the replacement communicator. Patient services walked the patient through pairing the replacement communicator by 'switching communicator' and the patient was able to successfully pair the communicator to the handset. Troubleshooting steps taken on the call resolved the reported issue and external devices were functioning as intended. Patient saw "search for device. Place the communicator over the device" and the patient placed the communicator over the ins but they kept getting 'device not responding.' Patient confirmed they felt the ins under the skin and that it felt level with the surface of the skin. Patient services had the patient move away from their computer and any emi but patient still got 'device not responding.' Patient services reviewed battery longevity considerations with the patient and suggested that given the ins was nearly at 5 years it was possible that the ins had reached end of life. Patient services redirected the patient to follow up with their health care provider (hcp) to check the implanted system. Patient stated they would reach out to their hcp. Patient services reopened case to put information in secure note and to send email about patient's new follow up health care provider (hcp) to device registration and then closed the case again.